Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 522 mg/dl. Customer administered a manual injection to address bg. Reportedly, customer performed a supply change to resolve the occlusion. Additionally, it was reported that the customer experienced a bg of "high"; specific value not provided. Cause of bg was unknown. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.